Manufacturer narrative:
(B)(4). Unspecified injuries occurred. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01233. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6) 2011. The patient developed an unspecified injury following the surgery. No additional information was provided at this time.